Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. All associated lot documentation was carefully reviewed and no issues or discrepancies were found related to the reported complaint. The product was manufactured on april 07, 2020. A sample was not received for the investigation and no photos were provided. Because a sample was not returned, we were unable to perform a sample analysis to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, customer complaints, and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the container packaging arrived empty without the thoracic catheter. There was no patient harm.